Manufacturer narrative:
Complaint confirmed. The evaluation revealed metal scuffing on the ID of the outer tube and on the collar of the inner tube, which is typically caused by excessive bending forces applied to the device during use.

Event description:
It was reported that during a rotator cuff repair, the burr was producing fragments into the patient that were not retrieved. The shaver was being run at 6800 rpms. Additional information obtained 9/11/18: facility did not provide information with regard to patient age, date of birth, or whether procedure was right or left rotator cuff repair. Incident occurred during sub acromial decompression with burr on bone. No attempt was made to remove the fragments. Procedure was completed using the same burr. Device is being returned to arthrex for evaluation.